Event description:
Related manufacturer reference number: 2017865-2023-16735. It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the pacemaker and the right ventricular (rv) lead were over-sensing noise leading to pacing inhibition. No intervention has been performed. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pacemaker and the right ventricular (rv) lead were explanted and replaced.

Manufacturer narrative:
The reported event of "device over-sensing noise" was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis including sensitivity test showed that the device is in normal characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.